Event description:
Customer reported the drive support cap was coming out. Customer's blood glucose was 140 mg/dl. Customer stated the damage occurred during regular wear and tear. Customer reported the drive support cap was protruded. Customer did not try to push the cap back in. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with protruded and loose drive support disk, cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.